Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was not provided, therefore no review could be performed. The subject devices (model agilia sp mc wifi, serial number (B)(6) were not returned to our laboratory for analysis as repairs were carried out locally. However, suspected defective motor was received as a spare part to be investigated. Upon reception, the subject spare part was submitted to a visual inspection. Nothing was observed. Then, cross-testing of the spare part was performed using an agilia sp test bench. The motor was found functional, working at different frequencies and in forward or reverse rotation. Therefore, the reported issue could not be reproduced or confirmed. The root cause of the reported failure could only be investigated with the associated whole device. Based on available information, the root cause of the reported issue remained unknown (not the motor kit). To our knowledge no patient consequences have been reported. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "error 01-0002. Service has been performed." The error code is defined within the technical manual as a motor rotation issue. Reporting due to the referenced issue; no serious injuries to the patient was reported. More information is needed to complete the investigation.